Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported when clicking on the optimum scale ibp, it is misleading because it gives the wrong impression of the realistic invasive blood pressure. The scale looks fine from a distance which can be dangerous for the patient. The customer thinks this menu item should be removed or at least configurable to the customer whether they want to see it or not. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Additional information was received, the philips cas has confirmed there was no patient harmed and the root cause of the issue was a complaint on screen resolution and settings. As per the definition of non-reportable, issues related to waveform color or size are obvious to the user and if for any reason they prevent accurate detection of the waveform, inop and /or alarms will be provided. These issues do not impact the ability of the device to provide real-time monitoring and alarming. Analysis was performed by a philips clinical application specialist (cas) which included interviewing the customer. The customer stated one can click on the optimum scale and it adjusts to the size of the wave. The cas explained to the customer how to use this feature and they understood. The customer knows how to use it correctly but still wanted the cas to report a potential safety issue. The cas has confirmed there was no patient harmed and the root cause of the issue was functionality of the unit with regards to the invasive pressure settings. Based on the information available in the case and provided by the cas, the customer's alleged malfunction cannot be confirmed. The unit operated to working specification. The alleged malfunction was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.